Event description:
Device was returned for repair only. Upon receipt, it was noted that the distal tip of the actuator was broken off and missing. Contact with the hosp revealed device had broken during use in surgery but that the piece was retrieved with no delays or pt injury.